Event description:
It was reported that during a thoracic procedure, the device was used across the right lung and it cut but did not staple on the pt staple. There was no reported pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good visual condition and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was 1/8 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found damaged. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The mfg records were reviewed and no anomalies were found during the mfg process. Additional info on cartridges- expiration date: 3/2011; mfg date: 4/06.